Event description:
Additional information received reported that following the revision the patient was still not getting coverage that they need. The hcp was going to go back in a replace the other lead at a date that had not yet been determined. The hcp will also check the placement of the new lead that was just implanted.

Manufacturer narrative:
Product ID 3708240, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2015 (B)(6); product type extension product ID 3550-29, serial# unknown, explanted: 2015 (B)(6); product type accessory product ID 3888-56, lot# v067340, implanted: 2008 (B)(6); product type lead product ID 3888-56, lot# v067340, implanted: 2008 (B)(6), explanted: 2015 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there were high impedances and a lack of paresthesia. The implantable neurostimulator and extension were explanted and replaced on 2015 (B)(6). No patient death occurred. Follow-up was performed to determine how the patient was doing, if the high impedances were resolved, if the lead was also replaced, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.